Event description:
It was reported that the ilet generated alert 65 indicating the audio alarm was not audible and a subsequent alarm occurred after a restart, consistent with an audio over/under current malfunction of the pump¿s audio component. Symptoms included no reported changes in blood glucose. Outcomes included replacement of the ilet and instruction to use backup therapy until the replacement was obtained. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.